Event description:
It was reported that the patient experienced return of symptoms with increased baseline spasticity. Catheter flow issues were suspected. The patient underwent surgery to replace the distal segment of the catheter. No patient outcome was reported. The patient's pump contained baclofen 2000 mcg/ml.